Manufacturer narrative:
The customer ordered a new footswitch. The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "the laser footswitch was stuck" (sticking). The nurse reported the laser footswitch was stuck during a case. The footswitch was switched out to complete the case. There was a 5 minute delay in the case. No patient injury was reported.